Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on an unknown date. According to the complainant, the patient experienced pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, severe edema, extrusion of the product, bleeding, permanent scarring, permanent impairment and additional corrective surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.